Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred at midday on (B)(6) 2011. The patient stated that he manages his diabetes with insulin (unknown type and dosage) and took his usual, daily dose of medication in response to the reported issue. About an hour after the alleged product issue occurred, the patient claimed to have developed symptoms of 'trembling and shaking' but denied receiving any treatment in response to these symptoms. Although the product issue was resolved during troubleshooting, the cca was informed by the patient that the reported issue is intermittent. Replacement products were sent to the patient. Although the patient did not receive any medical treatment after the alleged product issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the test strips involved with this complaint were also returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.